Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported electrical contacts of the inform meter appear to be melted. No adverse event reported. The device was returned, replacement sent.